Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection no visible damage to the lens and residue/debris on the lens specifically fibre. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection no visible damage to the lens and residue/debris on the lens specifically fibre. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -6.0/2.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a different power, shorter length lens due to refractive surprise and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.